Event description:
It was reported that at device change-out for normal eri, low impedance was noted. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two pieces. Analysis of the returned portions was normal. No anomaly found. All electrical measurements were normal. Without the return of the entire lead a full analysis could not be performed.